Manufacturer narrative:
On (B)(6) 2015 this product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light, unit is alarming, unit shuts down, and unit alarms are not functional. The key failure is the operator valve is sticking. Additional malfunction identified on the irs is a defective power switch (aka on/off switch) with no alarm. The reason for repair non-functioning alarm issue is a reportable event which is the basis of this FDA report.